Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of bladder foreign body and bladder stone on (B)(6) 2011 due to exposure. It was reported that patient underwent anterior, posterior and enterocele repairs using sutures on (B)(6) 2013 due to pop. It was reported that patient underwent mesh removal on (B)(6) 2012 due to pelvic pain and exposure. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent total vaginal hysterectomy, mccall culdoplasty, anterior repair, and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.